Manufacturer narrative:
Device history review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the knob was being dismantled that it jammed and swarf being present at the surface of the instrument. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.device is an instrument and is not implanted/explantedthe manufacturing investigation of the complaint instruments has shown that it is difficult to move the application knob in certain position. The visual inspection of the parts shows slight signs of wear. The investigation was not able to determine the exact cause which led to this occurrence. A material or manufacturing error can be excluded. The articles were analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected.(B)(4)

Event description:
This is report 1 of 3 for (B)(4).